Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A cutting balloon could not cross the lesion and rota posed a risk. Following pre-dilation with a 1.50 mm semi-compliant balloon using a guide extension catheter there was insufficient dilation of the lesion. An attempt was still made to deliver the 2.00 x 20 mm agent dcb by forcibly pushing the device. The lesion could not be crossed and when device removal was attempted, resistance was felt. When continuous, stronger traction was applied, the shaft separated and only 120 cm was removed. The detached piece was trapped within the guide extension catheter and removed together with the guide extension. There were no adverse patient effects. Correction. The target lesion was pre-dilated with a non-compliant balloon. The 1.50 semi-compliant balloon was used to trap the detached piece within the guide extension catheter.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A cutting balloon could not cross the lesion and rota posed a risk. Following pre-dilation with a 1.50 mm semi-compliant balloon using a guide extension catheter there was insufficient dilation of the lesion. An attempt was still made to deliver the 2.00 x 20 mm agent dcb by forcibly pushing the device. The lesion could not be crossed and when device removal was attempted, resistance was felt. When continuous, stronger traction was applied, the shaft separated and only 120 cm was removed. The detached piece was trapped within the guide extension catheter and removed together with the guide extension. There were no adverse patient effects.